Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05238 it was reported that both of the patient's leads had high impedances and the patient lost effective therapy. As a result, surgical intervention was undertaken to explant and replace the leads. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.